Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a high blood glucose of 558 mg/dl. The patient treated via manual insulin injection. The caller noted a bent infusion set cannula. The insulin pump passed the high pressure test. The insulin pump was not returned for analysis.